Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device triggered a right atrial lead safety switch notification due to high pacing impedances. The associated lead is a non boston scientific product and the field representative confirmed no issues with the device. Additionally, no adverse patient effects resulted and isometrics failed to conclude root cause. This device remains implanted and in service.